Event description:
Physician was performing an annual gynecological examination; upon trying to locate patient's cervix and applying necessary pressure to perform examination, the piece used to open the speculum broke.